Event description:
The article, "one-year outcomes of transseptal mitral valve-in-valve in intermediate surgical risk patients", was reviewed. The article presented a prospective, multicenter study to evaluate 1-year outcomes of the partner 3 mitral valve-in-valve study. Devices included bioprosthetic surgical mitral valves from edwards lifesciences, st. Jude/abbott, medtronic, and braile-biomedica. Valve used for transcatheter valve-in-valve was edwards lifesciences sapien 3. The article concluded that mitral valve-in-valve with a balloon-expandable valve via transseptal approach in intermediate-risk patients was associated with improved symptoms and quality of life, adequate transcatheter valve performance, and no mortality or stroke at 1-year follow-up. [The primary and corresponding author was s. Chris malaisrie, northwestern university, chicago, il, with corresponding email: chris.malaisrie@nm.org] the time frame of the study was from 2018 to 2021. A total of 50 patients were included in the study, of which 13 (26.%) received an abbott device. The average age was 70.1 years and the majority gender was male. Comorbidities included prior myocardial infarction, prior cerebrovascular accident, coronary artery disease, atrial fibrillation, diabetes, chronic obstructive pulmonary disease, pulmonary hypertension, prior aortic valve intervention, prior pacemaker, prior percutaneous coronary intervention, and prior coronary artery bypass graft.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title one-year outcomes of transseptal mitral valve-in-valve in intermediate surgical risk patients. Summarized patient outcomes/complications of one-year outcomes of transseptal mitral valve-in-valve in intermediate surgical risk patients were reported in a research article in a subject population with multiple co-morbidities including prior myocardial infarction, prior cerebrovascular accident, coronary artery disease, atrial fibrillation, diabetes, chronic obstructive pulmonary disease, pulmonary hypertension, prior aortic valve intervention, prior pacemaker, prior percutaneous coronary intervention, and prior coronary artery bypass graft.. Some of the complications reported were surgical intervention (viv, pacemaker), hospitalization, mitral regurgitation, mitral stenosis, bleeding, acute kidney injury these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.